Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The guide wire reportedly remained in the vessel as the knot was advanced with the suture trimmer to the arteriotomy. The proglide instructions for use states under the device placement section to advance the knot to the arteriotomy by applying tension to the rail suture limb. (Do not advance the knot with the suture trimmer until the guide wire has been completely removed from the patient.) A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of the left common femoral artery was achieved using a perclose proglide device. Reportedly, after suture deployment, difficulty was encountered reinserting the flexible end of a 0.035inch j-tipped glide wire and an angled tip stiff shaft 0.035inch glidewire into the guide wire port of the proglide device to maintain guide wire access. Insertion into the proglide device guide wire exit port was successful with an angled tip stiff shaft 0.035inch glidewire on the third attempt. After fully advancing the knot with the proglide suture trimmer and with the guide wire remaining in the vessel, hemostasis was achieved and the guide wire was fully removed. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Terumo glidewire 0.035inch, terumo j-tipped 0.035inch glidewire, angiomax. Reported device (B)(4) - failure to follow steps - the knot was reportedly advanced to the vessel using the suture trimmer with a guide wire remaining in the vessel. The instructions for use states under the device placement to advance the knot to the arteriotomy by applying tension to the rail suture limb. (Do not advance the knot with the suture trimmer until the wire has been completely removed from the patient.) The customer reported the device was discarded. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.